Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of crack around the battery compartment. The customer's blood glucose reading was 3.6 mmol/l. The customer stated that the pump screen is okay. The customer stated that the drive support cap is okay. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a severely scratched display window, cracked battery tube threads and a cracked reservoir tube lip.